Event description:
Same as manufacture# 6000093-2005-01266. It was reported that 24 days after a coronary drug eluting treatment procedure, the pt expired. The lesion being treated was a severely calcified, 80% stenotic lesion in a severely tortuous, severely diseased mid left anterior descending artery (lad). It is noted that the physician had wanted to perform a coronary artery bypass graft (CABG), however, the pt requested to try stenting first. The lesion was predilated with a 2.5 x 16 mm mini rail balloon, however, the lesion would not yield. The lesion was then predilated with a 2.5 x 15 mm maverick balloon at 6 atms and still would not yield. A dissection was then noticed and the physician decided to cover the dissection with a taxus 3.0 x 16 mm drug eluting stent at 12 atms. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent, thus causing the guide catheter to deep throat into the left main (lm). The physician was able to remove the balloon after the guide catheter deep throated down. The pt was then sent to surgery for a CABG due to the dissection being close to the lm. The pt remained in the hosp intubated and expired 24 days later due to a stroke.